Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained post-paced t-wave oversensing was observed on a stored egm. The patient was asymptomatic. Programming changes were made.

Event description:
New information received indicated that the device exhibited additional post-paced t-wave oversensing episodes. Previous programming changes were never made.